Manufacturer narrative:
One of the sheath was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Functional testing revealed a leak at the hemostasis seal within the introducer hub. Upon further inspection it was noticed that the seal was torn at multiple locations along the inner seal slit. The st. Jude medical instructions for use (IFU) states "do not remove dilator or catheter rapidly. Damage to valve may occur, potentially compromising hemostasis."

Event description:
It was reported an air leak was noted during the procedure. The device was replaced and there were no consequences to the patient.